Event description:
It was reported that two implantable neurostimulators were explanted. It was noted that pre-operative impedance readings for electrodes 0 and 2 were low at less than 50 ohms and 273 ma. It was unclear which device had low impedance readings or if both devices had low impedance readings. The reporter stated that before the operation no side effects were reported and therapy was said to be good and helpful to the patient. It was reported that the patient's programming used the 0 electrode and the case.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 7438, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3389s-40, lot# v029643, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot# v022480, implanted: (B)(6) 2007, product type lead. (B)(4).